Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017-05754, reference MFR. Report#: 1627487-2017-05756, reference MFR. Report#: 1627487-2017-05758. It was reported the patient was experiencing pain at the temporal site of her lead. As a result, the patient underwent surgery to have the pns system explanted.